Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("migraines"), vaginal discharge ("chronic vaginal discharge"), dyspareunia ("painful intercourse") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, migraine, vaginal discharge, dyspareunia and weight fluctuation was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/years later the coils migrated to the degree where I could no longer have sex/my partner could feel the coil during sex.") And device expulsion ("migration of essure device location of device: a coil fell out into the toilet/ doctor confirmed two coils fell out in the toilet.") In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included ibuprofen (motrin) from 2010 to 2015 for genital bleeding, menorrhagia and pain, ibuprofen from 2010 to 2015 for migraine, headache and pain, paracetamol (tylenol) from 2010 to 2015 for pain as well as medroxyprogesterone acetate (depo-provera) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines") and vaginal discharge ("chronic vaginal discharge"), 3 months 20 days after insertion of essure. On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have weight increased ("weight fluctuation/weight gain/weight loss"). The patient was treated with surgery (underwent bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, dyspareunia, weight increased, female sexual dysfunction and headache had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff symptoms have mostly resolved date(s) of insertion: (B)(6) 2017 as per pfs. Right 5 coils remaining; in the left 3 coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Amendment: the report was amended on (B)(6) 2019 for the following reason: significant amendment. Event device breakage deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/years later the coils migrated to the degree where I could no longer have sex/my partner could feel the coil during sex."), device expulsion ("migration of essure device location of device: a coil fell out into the toilet/ doctor confirmed two coils fell out in the toilet.") And device breakage ("medical records from (B)(6) 2007 state that 5 coils remained on the right and only 3 coils remained on the left.") In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included ibuprofen (motrin) from (B)(6) to (B)(6) for genital bleeding, menorrhagia and pain, ibuprofen from (B)(6) to (B)(6) for migraine, headache and pain, paracetamol (tylenol) from (B)(6) to (B)(6) for pain as well as medroxyprogesterone acetate (depo-provera) since (B)(6) . On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines") and vaginal discharge ("chronic vaginal discharge"), 3 months 20 days after insertion of essure. On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have weight increased ("weight fluctuation/weight gain/weight loss"). The patient was treated with surgery (underwent bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, dyspareunia, weight increased, female sexual dysfunction and headache had resolved and the device breakage outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved date(s) of insertion: on (B)(6) 2017 as per pfs. Right 5 coils remaining; in the left 3 coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jan-2019: plaintiff fact sheet received : event added-device monitoring procedure not performed and 5 coils remained on the right and only 3 coils remained on the left. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/years later the coils migrated to the degree where I could no longer have sex/my partner could feel the coil during sex.") And device expulsion ("migration of essure device location of device: a coil fell out into the toilet") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen (motrin) from 2010 to 2015 for genital bleeding, menorrhagia and pain, ibuprofen from 2010 to 2015 for migraine, headache and pain, paracetamol (tylenol) from 2010 to 2015 for pain as well as medroxyprogesterone acetate (depo-provera) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 3 months 20 days after insertion of essure, the patient experienced migraine ("migraines") and vaginal discharge ("chronic vaginal discharge"). On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal haemorrhage ("vaginal haemorrhage") and weight increased ("weight fluctuation/weight gain/weight loss"). The patient was treated with surgery (underwent underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, dyspareunia, weight increased, female sexual dysfunction and headache had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved date(s) of insertion: (B)(6) 2017 as per pfs. Right 5 coils remaining; in the left 3 coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant disease added. Event weight fluctuation/weight gain/weight loss pt updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/years later the coils migrated to the degree where I could no longer have sex/my partner could feel the coil during sex.") And device expulsion ("migration of essure device location of device: a coil fell out into the toilet") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) from 2010 to 2015 for genital bleeding, menorrhagia and pain, ibuprofen from 2010 to 2015 for migraine, headache and pain, paracetamol (tylenol) from 2010 to 2015 for pain as well as medroxyprogesterone acetate (depo-provera) since 2004. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 3 months 20 days after insertion of essure, the patient experienced migraine ("migraines") and vaginal discharge ("chronic vaginal discharge"). On (B)(6) 2008, the patient experienced headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal haemorrhage ("vaginal haemorrhage"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and weight fluctuation ("weight fluctuation/weight gain/weight loss"). The patient was treated with surgery (underwent underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, vaginal discharge, dyspareunia, weight fluctuation, female sexual dysfunction and headache had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plantiff symptoms have mostly resolved date(s) of insertion: (B)(6) 2017 as per pfs. Right 5 coils remaining; in the left 3 coils remaining. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from plaintiff fact sheet- abnormal bleeding vaginal, apareunia (inability to have sexual intercourse), headaches, weight gain, weight loss, abdomen pain added from pfs. And pain, abnormal bleeding menorrhagia clubbed to previous events. On (B)(6) 2018: medical record was received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.